Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump alarmed no delivery. The customer also reported issues with pain at and difficulty with the insertion site. She stated that in the past week, her blood glucose reading was 600 mg/dl. She stated that paramedics have had to come due to low blood glucose unrelated to the device. She advised that she was considered a very brittle diabetic. The customer declined troubleshooting for high and low blood glucose levels, stating that every time she received a no delivery alarm, she would test to make sure that insulin was exiting the tubing. She was advised not to reinsert infusion sets to change the insertion site. She advised that the no delivery alarms had been resolved by complete infusion set changes. She reported that the infusion set tape was not sticking. She stated that she only perspired excessively when she had low blood glucose. Advised to monitor the insulin pump. None further reported.